Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in mid rca. It is reported that the patient suffered an acute stemi likely due to late stent thrombosis approximately 5 weeks post index procedure. The determination was made that the patient suffered 100% proximal-mid rca stent thrombosis. Two other brand bare metal stents were implanted in the rca after rheolytic thrombectomy.

Manufacturer narrative:
(B)(4). Results: stent thrombosis, myocardial infarction, revascularization.